Manufacturer narrative:
Event summary: manufacturer's analysis indicated that the analyzer had a bent connector pin. The analyzer was scrapped and replaced.

Event description:
The programmer's analyzer was returned as an associated device and later tested out of specification. There was no patient involvement.